Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/04/2015 with the following findings: the black box dates showed dates from 1/8/2007 -1/16/2007. There was no evidence of short battery life observed in black box. The battery cap is able to fully tighten and the battery compartment was intact. Current draws were within specifications. A "battery life" issue was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.